Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged during use and unable to deliver insulin. The following information was provided by the initial reporter: material no: 320550 batch no: 9162545 it was reported that the needle clogged during injection and the needle was bent. Consumer reported needle clog during injection, stated that there is no insulin flow. Needles bent at patient end before injection, stated that the needles were bent when the covers were removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged during use and unable to deliver insulin. The following information was provided by the initial reporter: material no: 320550 batch no: 9162545. It was reported that the needle clogged during injection and the needle was bent. Consumer reported needle clog during injection, stated that there is no insulin flow. Needles bent at patient end before injection, stated that the needles were bent when the covers were removed.